Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and non-calcified left main trunk (lmt). A non-boston scientific (bsc) stent was deployed in the left circumflex artery as the main vessel, and an additional non-bsc stent was placed on the left anterior descending (lad) artery side. During the procedure, a stent protrusion from the lad occurred within the short lmt. A 5.00 mm x 8mm nc emerge balloon catheter was then advanced for post-dilation. However, after initial inflation at 12 atmospheres for 30 seconds, the stent ruptured. The procedure was subsequently completed with another of same device. No patient complications were reported.